Event description:
Seen in consultation 10/2/01 with bilateral capsular contractures with possible rupture of gel implants. Underwent total capsulectomies with replacement of gel implants with gel implants. Surgery revealed right gel bleed with capsule severe thickening with calcifications and siliconomas. Left gel rupture with severe thickening and calcifications and siliconomas contained in pocket. Both replaced with gel implants.